Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a mitraclip detaching from the posterior leaflet, requiring intervention. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtr clip was selected for implant. The xtr clip delivery system (cds) was difficult to insert into the steerable guide catheter (sgc). During positioning, tension between the sgc and the cds was high, making it difficult to rotate the clip. The xtr clip was able to be implanted successfully, reducing mr to grade 1. On (B)(6) 2023, a follow-up echocardiogram revealed that the xtr clip had detached from the posterior leaflet (single leaflet device attachment (slda)). Mr was recurrent at grade 3. An additional mitraclip procedure was performed to stabilize the slda. The mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported physical resistance (tension) and difficulty inserting the cds into the sgc were not confirmed via returned device analysis. The reported slda and difficulty capturing the leaflets could not be replicated in a testing environment due to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance (tension). The reported difficult to insert and subsequent difficulty capturing the leaflets appears to be related to the reported physical resistance. In additions, a cause for the reported slda cannot be determined. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.